Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that their implant battery depleted fast and only lasted about a day and a half. Pt stated that the issue has been going on for about a year and a half. Pt mentioned that they had to turn the stimulation way down to like 3 and their representative (rep) already tried different settings, and stated that on the rep's computer that the implant battery was supposed to last 4-5 days, but the implant battery only lasted a day and a half and they had to charge it again. Pt stated that they were told by their doctor that the implant battery supposed to last 10 years. Agent reviewed information and redirected pt to their doctor and rep to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.